Event description:
The customer reported that while the unit was in use on a pt, the unit shut down and switching to battery power while connected to an ac power source. The pt was switched to another unit and thereapy was continued. No pt injury was reported.